Event description:
It was reported that the user experienced persistent hyperglycemia with glucose readings hovering between approximately 175¿200 mg/dl despite multiple supply changes, and the user had been using meal announcements for correction doses and reported limited viable infusion sites. Symptoms included hyperglycemia peaking at 200 mg/dl. Outcomes included device troubleshooting and education, shipment of replacement infusion sets, and follow-up confirming glucose trending downward and a viable site after a recent set change. Investigation included review of user-reported logs, assessment of dosing behavior related to frequent meal announcements, and evaluation of infusion site viability following supply changes. Investigation of this case revealed that repeated meal announcements used as corrections could maladapt the algorithm¿s dosing, and site complications such as poor absorption likely contributed to suboptimal insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and site-related factors leading to reduced insulin delivery effectiveness and algorithm maladaptation.